Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported by rep: "[surgeon] removed an accolade 1 stem [implanted approximately (B)(6) 2015] due to the original surgeon leaving the patient too long. We revised it with a restoration modular stem". Also, a 28 -4 metal head was revised to a 28 +4 metal head, and a poly adm/mdm insert was revised for the same catalog number (metal liner not revised). Head and insert were implanted (B)(6) 2018.